Event description:
It was reported that the patient experienced body aches, sweats, shakes, poor appetite, increased pain with poor analgesia, and overall malaise. The patient was hospitalized for a ¿possible infection versus opioid withdrawal. It was also indicated that the pump was possibly non-functioning and nearing end-of-life. On (B)(6) 2010, there was a negative chest x-ray. It was noted that, on (B)(6) 2013, the patient¿s electrocardiogram was unremarkable and the patient was given 4mg of morphine sulfate intravenously every three hours. Additional lab work was also performed that day. The results included: white blood cell count at 8.6, sodium at 128, blood urea nitrogen at 29, creatinine at 1.7, and negative blood cultures. It was also stated that, six days later, the device was interrogated and the pump was found to be 21 months from the elective replacement indication (eri). The device was later replaced on (B)(6) and the event resolved without sequela that same day. It was indicated that the event was unlikely related to the implant procedure, though possibly related to the device or therapy. The device system was used to deliver morphine and bupivacaine.

Event description:
Additional information received reported that on (B)(6) 2013, the pump was removed and there was a partial catheter removal.

Event description:
Additional information was received from a health care provider (hcp) through a study regarding a patient receiving intrathecal morphine 10mg/ml at 3.002mg/day and bupivacaine 10mg/ml at 3.002mg/day. The new adverse event was listed as n/a. The new device event was listed as pump malfunction, poor analgesia. Follow up was conducted regarding the cause of these issues. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Analysis results were not available at the time of the report. A supplemental report will be submitted when analysis is complete. Previously reported conclusion codes no longer apply to this event.

Event description:
Additional information was received from a health care provider (hcp) through a study. The new adverse event was listed as "withdrawal symptoms."

Event description:
Additional information was received from a healthcare professional via a clinical study. The device diagnosis was reported as pump underinfusion. The event resulted in an unscheduled clinic or office visit. The etiology was indicated as related to the device or therapy, and not related to the implant procedure. The outcome resolved without sequelae.

Event description:
Additional information received from the healthcare provider (hcp) via the clinical study indicated the event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via the clinical study indicated per device interrogation, pump programming sheet reflected pump at end of battery life. It was noted that pump was returned to the manufacutrer.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n107681008, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported that the negative chest x-ray was on (B)(6) 2013.

Manufacturer narrative:
Analysis of the pump revealed an exterior suture loop was bent, a non-significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.